Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported the ipg was exhibiting recharge burden and company representative met with patient and ipg is not functioning. As such, surgical intervention is pending to address the issue at a later time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that patient underwent surgical intervention where the ipg was explanted and replaced. Reportedly effective therapy was restored.